Manufacturer narrative:
The actual device was not available; however, two (2) retained samples and slide clamps used to manufacture the sets for the reported lot were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on the retained samples and a slight stress mark was observed; however, there were no cuts noted. Further dimensional testing was performed on slide clamps from every cavity and the samples met specifications; there were no sharp edges found. The side clamps were functionally tested on in-lab tubing and light stress marks were present; however, no damages (scratches or cuts) were present. The reported condition was not verified on the retained samples or in-lab tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion tube of a flow regulator set was damaged resulting in fluid leakage. This was noticed during patient infusion; however, the white slide clamp was closed pending liquid replacement. After changing the liquid, the nurse opened the white slide clamp and found that the infusion tube, at the position where the slide clamp was closed, was damaged and leaking. The set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.